Event description:
It was reported the pump implanted in 2004 was replaced and the patient gained 100 pounds after, she was falling all of the time, couldn't walk, and the pump caused her divorce. It was noted that the patient had a deformed spine and the pump only made it worse. It was unknown what drug the pump was being used to deliver. It was later reported that the patient had been suffering since 2004 because of the pump. The pump was removed on (B)(6) 2014. However, the reason for the pump removal was unclear. Please see manufacturer report #s 3004209178-2013-00329 and 3004209178-2013-00336 for additional reported events. It was noted that the healthcare provider (hcp) could not ¿salvage¿ the pump or catheter to return the manufacturer representative for analysis. It was later reported that the patient had her staples removed the week prior to this report on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(6), implanted: (B)(6) 2004, product type catheter. (B)(4).